Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore no analysis could be performed. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined. A similar complaints review could not be performed as the batch number is unknown.

Event description:
Same case 6000093-2006-02637. It was reported that approximately two years and eleven months after a coronary artery drug eluting stenting treatment procedure thrombosis occurred. Prior to the index procedure, the patient presented with progressive angina that was "limiting and interfering with quality of life". Angiography revealed an occluded circumflex (cx) which appeared chronic and collateralized. Additionally, there was a long area of 75-80% severity stenosis in the mid to proximal right coronary artery (rca). The rca was a large dominant vessel and did supply some collaterals to the cx. A non-bsc guide wire was advanced beyond the diseased area in the rca fairly easily. The lesion was then pre-dilated with a non-bsc 2. 00x20mm balloon at 8 atms. The entire length of the disease was dilated, from the level of acute margin back to near the ostium of the vessel. Next, the physician attempted to advance to taxus express2 2 .75x28mm drug eluting stent (des) past the most severely diseased area but was unsuccessful. The vessel was further dilated with a non-bsc 2.50x20mm balloon at 8 atms. The physician again met resistance when attempting to cross the lesion site with the stent delivery system (sds) so it was decided to use an extra support "buddy wire" technique and able to advance the sds to the proper location over the top of the guide wire. The buddy wire was removed and then the physician was able to successfully deploy the taxus des in the distal portion of the disease in the rca at 12 atms and dilated to a diameter of 2.92mm. Next, a second taxus express2 2.75x28mm des was advanced and deployed proximally at 14 atms, overlapping the previously placed stent, extended to near the ostium and to a final diameter of 3.01mm. The area of overlapping was carefully post-dilated with the delivery balloon at 14 atms. The results were excellent and the patient tolerated the procedure well. There were no reported patient complications. During the procedure, the patient received heparin and reopro. Approximately two years and eleven months later, the patient was admitted with chest pain and st elevation myocardial infarction (mi) with inferolateral distribution. The patient was treated with intravenous tnk (tenecteplase) and inttravenous nitroglycerin. There was no recurrence of pain, but reportedly the patient had "mild chf" (congestive heart failure). One week later, coronary angiography revealed the cx was completely occluded after the take off of a small 1st obtuse marginal (om). The occlusion was described as "old". The rca had two widely patent stents, good antergrade flow, the collaterals from the rca were seen filling "retrogradeldy one third of the way up the cx and well established." It is the physician's opinion that "with thrombolysis (tnk administration) there were good results. It is his suspicion that the patient either had an acute thrombosis in the native rca (possibly just proximal to the insertion of the 1st stent) or possible in-stent thrombosis. There was no obvious thrombosis after thrombolysis and good antegrade flow down the vessel. There was no residual lesion. The physician wondered about "something" in the proximal portion of the rca and the patient was given intracoronary nitroglycerin with marginal change. There was no significant dampening. The cx territory is well collateralized by the rca. As a result if there was evidence of a st elevation mi in this distribution, it would supply a large territory including the lateral wall (given that the cx is occluded proximally)". The physician recommend "aggressive risk factor modification and the patient should remain on plavix and aspirin of one year reassessed at that time." No further complications were reported.